Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm and an unexpected restart alarm. The customer reported that the button error occurred while she was sitting at the pool. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent up button response due to corroded keypad traces. No button error alarm and no unexpected numbers ramping or scrolling during our testing. No a21 alarm noted and the insulin pump passed self test and a21 error test. The insulin pump has minor scratched lcd window, cracked battery tube threads, broken belt clip slot and cracked reservoir tube lip.